Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 578 mg/dl. The customer was treated with manual injection, insulin pump for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not returned for analysis.